Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex amp kit. Sample ID (sid) (B)(6) was processed twice on the alinity m instrument on (B)(6) 2025. The first test, sid resulted as 41.15 for the cycler number (cn) for the rsv target. On the retest, the sample was reported as not detected. The first result was a very late and weak amplification per the log review by the technical application specialist (tas). Both test were performed on the same sample on the same tube and on the same day. There was no impact to patient management, and the result had not been released.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Manufacturer narrative:
Corrections: update g4 to n/a as this submission was for a same/ similar product. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 was performed and all testing met the validity and acceptance criteria with a pass disposition. Customer data review: only the results related to the reported issue were evaluated. The run involving the reported sample ID (sid) results was valid. The assay met specification requirements for the rsv target, and no error codes or performance related flags were displayed for the sample. The amplification curve for rsv target is delayed, the amplification curve for the internal control is normal and sigmoidal. Sample mishandling cannot be ruled out as a likely cause for the discrepant false positive results. Quality data review: device history record (DHR) review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 (including the components) did not identify any issues that could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed database to identify related existing internal quality records to the reported complaint during production or internal use. The lot numbers 414964 and 4149641 were searched. The CAPA review for lot numbers 414964 and 4149641 did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant false positive results for the rsv analyte. Complaint trending was completed. For the month of may 2025, list number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of this investigation, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414964 was not identified.